Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
6/24/2019: updated event description: it was reported that on (B)(6) 2018, the patient underwent a removal procedure with anterior cervical discectomy and fusion (acdf) at the c5-c6 levels due to the failed prodisc-c device. On (B)(6) 2013, a patient underwent a cervical disc replacement procedure, l5-s1 with discectomy with l5 partial laminectomy, utilizing a synthes prodisc-c cervical disc prosthesis. Sometime around 2017, the patient began feeling discomfort to the neck that gradually worsened overtime until it became so unbearable. The patient was admitted to a hospital on (B)(6) 2017. On (B)(6) 2018, a magnetic resonance imaging (MRI) was performed and revealed that c5-c6 had moderate artifact compatible with surgery and probably anterior fusion. Central canal is grossly patent. C6-c7 had a posterior annular tear and broad central disc herniation/protrusion deforming the thecal sac. C7-t1 had a broad central disc herniation/ protrusion deforming the ventral thecal sac. On (B)(6) 2018, went to a doctor and complained of pain in his neck that radiated to the left arm with numbness and tingling into the left arm and weakness in the hands. The patient also reported a metallic taste in the mouth which begun approximately two (2) weeks earlier. The doctor prescribed a cervical spine computed tomography (CT) scan as well as nerve conduction studies and x-rays. Approximately two (2) weeks later, the patient returned to the doctor with continued pain complaints as well as difficulty swallowing with the feeling as though something was pushing in the throat. The doctor assessed this as an evidence of instability at c5-c6 with loosening of the inferior portion of the artificial disc replacement and probable fragmentation of the polyethylene and recommended removing the artificial disc and performing a fusion at c5-c6. On (B)(6) 2018, the patient underwent a removal procedure with anterior cervical discectomy and fusion (acdf) at the c5-c6 levels due to the failed prodisc-c device. A transverse incision over the c5 skin crease in the midline to the right about 3-1/2 inches in length was made through skin and subcutaneous tissue to the platysma, which was divided. The medial border of the sternomastoid interval was developed, and a large external jugular branch and sternomastoid muscle were retracted to the right, and the strap muscles were then carefully dissected, and the prevertebral soft tissue plane entered without difficulty with the carotid sheath structures retracted to the right. Army-navy retractors were used to visualize the prevertebral soft tissue space. There was a bit of scar tissue overlying the front of the spine at this location, and the expected location of c5-c6 was marked with a 22-spinal needle. C-arm was then used, showing that the disc space was slightly above this level. Dissection was then extended with peanut dissectors, and the trimline retractor was positioned. The scar tissue overlying c5-c6 was removed, and the large osteophyte overhanging the c5-c6 artificial disc was well visualized and exposed with the bovie and with cobb elevators. The polyethylene could be seen, as well as the upper edge of the lower plate. Once the retraction was in position and hemostasis was obtained, a small quarter-inch osteotome was used to remove a portion of the anterior osteophyte. Curettes were used and additional removal of bone with kerrison rongeurs was accomplished. Eventually, the entire total disc could be visualized, the anterior portion of it at least. With the thin osteotome, the plate on the contact with c6 was mobilized. It took very little to actually free up the plate of c6. This lower portion of the total disc replacement had the attached polyethylene. Due to some adherence around the keel of the prosthetic plate, dissection anteriorly was necessary down to the keel. With additional traction provided through the gardner-wells tongs, eventual mobilization and then removal of the inferior half of the tdr was accomplished. The upper portion came out much more easily once the lower piece was removed. Some damage to the polyethylene was necessary during the manipulation of the prosthesis. Once the entire prosthesis was removed, the disc was irrigated copiously. Fibrous tissue and additional remining disc material were removed with pituitary rongeurs and curettes down to the posterior disc margin. Endplate fibrous tissue was removed. Good healthy bone was visualized. It was determined that a 7mm tritanium cage was the appropriate size after a trial was placed and c-arm images were obtained. At this time, the neck wound was packed with sponges, and the right anterior iliac crest was exposed through a gently curved incision about 3 inches in length just off the iliac crest through skin and subcutaneous tissue to the fascia, which was divided, and subperiosteal exposure of the iliac crest was accomplished. A cortical window was made rectangularly on the top of the iliac crest and the cortical cap removed. Cancellous graft was retrieved with curettes. The 7mm cage was packed to overflowing with cancellous bone. The cortical piece was cut into strips. Attention was now directed to the neck wound. Additional irrigation was performed. The keel areas of defects were now packed with additional cancellous bone. These were flushed and packed securely. At this time, the cage was tapped into the disc space with traction provided to allow placement without disrupting the graft that was just placed. The cage was recessed about 2mm. The anterior portion in front of the cage was packed with the corticocancellous strips and additional cancellous bone to fill this anterior portion thoroughly. Traction was now relieved. A 12mm cage was selected and held in place with four (4) variable-angle self-drilling screws, two (2) into c5 with 14mm length screws and two (2) into c6 with the larger recovery screws for sufficient excellent purchase. Due to the previous artificial disc placement and keel placement, the cage was rotated slightly to maximize screw purchase. The cage was in approximately ten (10) degrees of rotation on anteroposterior (ap) fluoroscopic images obtained at this time, but the cage itself was felt to be in excellent position, as well as the screws. Changing the cage to be more vertically oriented with a potential loss of good bone fixation with the existing screws was excellent. At this time, the neck wound was closed in layers over a quarter-inch penrose. Mupirocin ointment and xeroform gauze were placed over both incisions followed by bulky dressings. The patient was taken to the recovery room in stable condition. After the corrective surgery, the patient presented to a pain management doctor regularly for continued pain in the neck due to the damaged tissues and discs surrounding the location of the failed implant. The patient was placed in a long-term treatment plan which consisted of multiple epidural injections and manipulations. The doctor believed that the patient¿s deterioration to the neck would be perpetual and permanent for the remainder of the patient¿s life. On (B)(6) 2019 during a clinic visit, the patient complained of severe neck pain that was described as sharp and constant and required the use of a hard neck collar throughout most of the day. The patient reported a usual pain score of 9/10 but drops to 6/10 with medication for about two (2) hours. The patient described the pain as a midline constant tingling feeling as if the lower back was constantly inflamed, that the pain was so severe sometimes that could even lead the patient to get nauseous. The patient said that the pain was frustrating as it was always present. Patient reported of neck pain and described as a constant muscle contraction without relaxation despite massage. The patient also complained of left upper extremity numbness of the last two (2) digits as well as pins and needles sensation from the left elbow to the digits and bilateral hand weakness that was worse on the left than the right. The patient often dropped objects which affected the patient¿s work. There was an increase in the frequency of left arm numbness, that had begun to occur more often while driving, that went all the way down to the finger tips and was relieved by shaking the hands. Inability to sleep was also reported by the patient. Doxepin was prescribed at the patient¿s last visit and it helped the patient took the edge off, but the pain had been so severe that the patient still had trouble falling asleep despite taking the medication. Concomitant device reported: unknown non-synthes device (part# unknown, lot # unknown, quantity unknown).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient also reported having weird taste in the mouth and having numbness on arm.

Event description:
It is unknown if the patient¿s procedure that was scheduled for (B)(6) 2018 was performed as planned.

Manufacturer narrative:
A product investigation was completed: the implant was not returned; investigation completed instead on the supplied images. The images were reviewed and the complaint condition could not be confirmed just on the images provided. As the implant was not returned an as received, dimensional, material or drawing reviews were not possible. A device history record (DHR) review for the manufacturing records and the material records could not be performed as the part number/lot number is unknown. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary it was reported that a patient was implanted with an unknown cage on (B)(6) 2013. The patient experienced neck pain, fusion, itching and two (2) herniated disks near the cage. The magnetic resonance imaging (MRI) was performed on (B)(6) 2018. The results is as follows: cervical vertebra 5-6 - there is moderate artifact compatible with surgery and probably anterior fusion. Central canal is grossly patent. Evaluation is limited due to artifacts. Cervical vertebra 6-7 - there is a posterior annular tear and broad central disc herniation/protrusion deforming the thecal sac. Cervical vertebra 7- thoracic vertebrae 1 - there is a broad central disc herniation/ protrusion deforming the ventral thecal sac. It is unknown if there was a surgical delay. Patient and surgical outcome is unknown. The implant was not returned and instead the investigation will be done based on the supplied image (¿(B)(4) image 1 (B)(6) 2018, (B)(4) image 2 (B)(6) 2018, (B)(4) image 3 (B)(6) 2018, (B)(4) image 4 (B)(6) 2018, and (B)(4) image 5 (B)(6) 2018¿). The image was reviewed and the complaint condition of functional: migration/backout/pull-out could not be confirmed just on the images provided. As the implant was not returned an as received, dimensional, material or drawing reviews are not applicable. A DHR review for the manufacturing records and the material records could not be performed as the part number/lot number is unknown.no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Updated on 01aug2019 for review of new images. No new conclusions could be made from provided images. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Date of event is unknown. This report is for an unknown prodisc c implant. Part and lot numbers are unknown; UDI number is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an prodisc c on (B)(6) 2013. Postoperatively, the patient complained of neck pain, itching and two (2) herniated disks near the cage. Magnetic resonance imaging (MRI) was performed on (B)(6) 2018. The results showed moderate artifact compatible with surgery and probably anterior fusion at cervical vertebra 5-6. Central canal is grossly patent. At cervical vertebra 6-7 - there is a posterior annular tear and broad central disc herniation/protrusion deforming the thecal sac. At cervical vertebra 7- thoracic vertebrae 1 - there is a broad central disc herniation/ protrusion deforming the ventral thecal sac. This report is for an unknown prodisc c implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported by the patient that the implant has migrated. Patient is scheduled for surgery on thursday, (B)(6) 2018. Concomitant device reported: non-synthes device (part number unknown, lot number unknown, quantity unknown).